Event description:
A falsely elevated ctni result of 8.84 ng/ml was obtained on a patient sample. This result was reported to the emergency room (ER). The ER questioned the results and requested a redraw. The redrawn sample was tested on the same analyzer and a ctni result of 0.07 ng/ml was obtained. The original sample was retested and values of 0.07 and 0.09 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. The laboratorian failed to follow the collection tube manufacturer's spin time recommendation of 10 minutes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument filter data did not indicate a device failure. User error: incorrect centrifucation times of samples. Centrifucation time of samples deviates from established mccls h18-a2 requirements.